Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the episodes of noise was observed, and pacing lead impedance was noted to be fluctuating. No anomalies were found via review of x-ray. Physician elected to cap and replaced the lead. No adverse consequences were reported.